Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that since date of implant he usually turns his stimulation off at night because if he coughs, he feels an "extra jolt" and he gets a little headache. He said that it isn't painful.